Manufacturer narrative:
System log review confirmed no errors occurred during the procedure that could have caused or contributed to the event. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient underwent an ion lung biopsy. A lesion in the right lower lobe was targeted. After navigating to the target, hypoxemia developed complicated by cardiac arrest. Resuscitation efforts continued for about 30 minutes and included needle decompression, chest tube placement, CPR, and defibrillation per acls guidelines. The patient was successfully resuscitated but died several days after the procedure. The physician reported the cause of death as cardiac arrest versus possible pneumothorax. CT scan demonstrated a moderate right pneumothorax despite two chest tubes, a 7 mm pseudo aneurysm within a consolidated right lung, small, right hemothorax and a small left pneumothorax with multiple anterior rib fractures bilaterally attributed to CPR along with extensive subcutaneous emphysema. It is unclear if the pneumothorax noted was a consequence of CPR or occurred prior to CPR. An MRI of the brain demonstrated findings concerning for anoxic injury, as well as acute infarcts. Pathology confirmed, squamous cell carcinoma. There was no allegation of malfunction of the ion system, instruments nor accessories. Based on the available data, the events were procedure related and not device related in a patient with significant underlying lung disease. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Regarding pneumothorax, the prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. The prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. The recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Section b2 patient date of death: the exact date of death is not available; the provided date is estimated as the date of final information provided, MRI on (B)(6) 2025.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced hypoxemia and subsequent cardiac arrest immediately after the ion portion of the procedure and before starting the standard endobronchial ultrasound (ebus) procedure. The patient expired several days post-procedure. The physician reported that cardiopulmonary resuscitation (CPR) was successful. The patient also required needle decompression of a pneumothorax and chest tube placement. The physician reported that the biopsied lesion was adherent to the pleura. CT scan showed a moderate right pneumothorax despite the presence of 2 chest tubes. There was a small right hemothorax and multiple anterior rib fractures bilaterally consistent with CPR, and extensive subcutaneous emphysema. A brain MRI four days post-procedure was suggestive of an underlying anoxic injury, and focal areas compatible with acute infarcts. Per the physician, the cause of death is possible pneumothorax vs. Cardiac arrest. An autopsy was not performed. The physician stated there were no issues with the ion system during the procedure.